Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began three days prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿100 and 293mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with a combination of medication, including lantus once a day and humalog 4-7 times a day. The patient reported consuming less food/drink in response to the alleged issue. The patient reported developing symptoms of ¿tired, constant urination, eating habits affected, headache, numbness¿ the second day after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. The patient also mentioned an issue with the meter not turning on and the meter reverting to set-up mode. These issues were resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient developed serious symptoms associated with hyperglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.